Manufacturer narrative:
Investigation: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for fibrin with the incident lot was observed. Additionally, evaluation of the customer samples was performed and no issues were observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd technical services provided troubleshooting with the customer.

Event description:
It was reported that bd vacutainer® serum blood collection tubes were giving erroneous results. This was discovered after use. The following information was provided by the initial reporter: material no. 367820, batch no. 9031752. It was reported that there was fibrin. (2 of 2: male patient). There was two separate incidents that occurred on (B)(6) 2019 with two patients with the same lot female sample was solid with a milky while layer. Male sample was solid but appeared to have a small amount of a mucus layer. Spoke with customer and one of her co-workers stated she thought what they were seeing was fibrin. Discussed with customer proper handling of serum tubes, mix 5 times, clot 60 minutes upright, then centrifuge. Site will continue to monitor issue and call if problem persists or becomes more frequent. The picture shows the tubes on ice but they are not collected on ice or allowed to clot on ice. They are spun at 4c as per their protocol, serum is removed and sent to a repository. These 2 subjects are elderly and it is the first time they have been drawn so there is no specimen to compare them to. The picture where there is a solid mass above the cells, the mass appeared to be solid or gel like. Advised site to make sure they are allowed to clot for 60 minutes prior to centrifugation, if patients on coag therapy they may take longer to clot. Cold will impede the clotting process. Spoke with customer and one of her co-workers stated she thought what they were seeing was fibrin. Discussed with customer proper handling of serum tubes, mix 5 times, clot 60 minutes upright, then centrifuge.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® serum blood collection tubes were giving erroneous results. This was discovered after use. The following information was provided by the initial reporter: material no. 367820 , batch no. 9031752. It was reported that there was fibrin. (2 of 2: male patient). There was two separate incidents that occurred on (B)(6) 2019 with two patients with the same lot female sample was solid with a milky while layer. Male sample was solid but appeared to have a small amount of a mucus layer. Spoke with customer and one of her co-workers stated she thought what they were seeing was fibrin. Discussed with customer proper handling of serum tubes, mix 5 times, clot 60 minutes upright, then centrifuge. Site will continue to monitor issue and call if problem persists or becomes more frequent. The picture shows the tubes on ice but they are not collected on ice or allowed to clot on ice. They are spun at 4c as per their protocol, serum is removed and sent to a repository. These 2 subjects are elderly and it is the first time they have been drawn so there is no specimen to compare them to. The picture where there is a solid mass above the cells, the mass appeared to be solid or gel like. Advised site to make sure they are allowed to clot for 60 minutes prior to centrifugation, if patients on coag therapy they may take longer to clot. Cold will impede the clotting process. Spoke with customer and one of her co-workers stated she thought what they were seeing was fibrin. Discussed with customer proper handling of serum tubes, mix 5 times, clot 60 minutes upright, then centrifuge.